Manufacturer narrative:
Based on information provided, it cannot be determined that the slough and subsequent enzymatic debridement are related to activ.a.c.¿ therapy system. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. -clean wound more thoroughly during dressing changes. -evaluate for signs and symptoms of infection and, if present, treat accordingly. -change dressing often, ensuring that it is being changed at least every 48 hours. -examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On (B)(6) 2017, the following information was reported to kci by the nurse: the patient¿s wound has allegedly experienced deterioration. On dec 18 2017, the following information was reported to kci by the nurse: on (B)(6) 2017, the nurse, observed the patient's wound and noted the unit was not suctioning, and the wound was allegedly macerated with mention of slough. The nurse noted the unit did not alarm. The patient was placed on an alternate dressing, and the nurse re-applied v.a.c.® therapy on (B)(6) 2017. The physician is aware of the issues, and no medical or surgical intervention has been performed to date. On jan 05 2018, the following information was reported to kci by the nurse: the patient's wound experienced a lot of slough that was treated with enzymatic debridement, date unknown. The nurse confirmed the patient did not experience any maceration and reported the patient has subsequently been hospitalized, which she confirmed was unrelated to v.a.c.® therapy. On dec 07 2017, the device with cord was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On dec 27 2017, the device was tested per quality control (qc) procedure by kci quality engineering, and unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. A device history review of activ.a.c.¿ canister lot number 3267902 determined all end release testing of product and packaging met specifications.